Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-01092. It was reported during ipg replacement, the leads eroded through the patient's skin at the incision site due to lack of healing. Reportedly, there was no sign of active infection present. Diagnostic testing revealed high impedance on each contact. As a result, the physician opted to explanted the entire system to allow complete healing time prior to a new system.